Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins recharger antenna cord is damaged and is not charging the battery meaning implant battery is dead. It was reported that there is no battery charge; implant battery dead. A replacement antenna was requested to be sent. The consumer call and stated that they have not received the replacement antenna. The consumer was notified that the replacement was en route and was provided the tracking number. No patient complications have been reported because of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.